Event description:
It was reported that the charger indicator briefly displayed green and the ilet pump did not continue charging until the user changed to a different wall outlet, after which charging functioned as expected. Symptoms included no reported clinical effects. Outcomes included no impact to health and no alerts or alarms. Investigation included guided troubleshooting and functional verification of the charging pad with the user. Investigation of this case revealed that the charging system functioned normally and that the likely issue was the power source at the original outlet rather than the charger or pump hardware. It was concluded, based on previously established findings for similar reports, that the cause was user environment conditions related to the external power outlet.